Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 126 mg/dl. He stated he was able to complete the rewind sequence on his insulin pump. He also stated his drive support cap was in place. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The unit was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Cracks to the reservoir tube window, reservoir tube lip, battery tube threads, a stained address/serial labe and stained end cap sticker also noted.